Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) group strep a negative patient result was obtained from a veritor analyzer. The user questioned the negative result after visually observing a positive line on the test cartridge. It was noted the same patient test cartridge was reinserted several times in the veritor analyzer providing group strep a negative results each time. A second swab collected from the patient was sent for a culture and a group strep a positive result was obtained. There were no health impact or consequences reported.

Manufacturer narrative:
D4: medical device expiration date: unknown. H4: device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) group strep a negative patient result was obtained from a veritor analyzer. The user questioned the negative result after visually observing a positive line on the test cartridge. It was noted the same patient test cartridge was reinserted several times in the veritor analyzer providing group strep a negative results each time. A second swab collected from the patient was sent for a culture and a group strep a positive result was obtained. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false negative when using kit grp a strep 30 test veritor (material#: 256040), batch number unknown. The customer reported that they received a false negative strep a result with the analyzer using a patient sample, but upon visual inspection of the test cartridge, shows a positive line. The customer also confirmed that the test cartridge was re-read several times immediately after the initial 5 minute read. They determined the result as positive and treated the patient accordingly. A second swab was collected from the same patient and sent for culture that confirmed the positive strep a result. The customer does not have the lot number information for this incident. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false negative was conducted, no adverse trend was identified. There were no corrective actions taken at this time.